Event description:
The customer reported that the device infusing lipids had an air in line alarm, so they opened the door and pulled out the line to try and flick air bubbles out. Per the customer, when the user pulled the set out, "it came apart at the bottom of the 'elastic' portion of the line, so that the bottom part of the i.v. Line stayed in the channel, and the top portion came out". This resulted in lipids spilling onto the pump and floor. This event occurred in the pediatric oncology. There was no report of patient harm or medical intervention. No further patient/event information is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint of lower fitment separated and leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified. (B)(6).